Manufacturer narrative:
No device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. Should additional information become available, coopervision will complete additional investigations and submit a follow-up report as appropriate. Note: it is reported that the event occurred in left eye (os) only. As two device lot numbers were provided and it is unknown which device was being used in the left eye, please refer to linked manufacturer report (B)(6) / 9614392-2024-00041 for associated incident report.

Event description:
This incident was reported by the end user to their location of purchase. The details of the event were reported by the retail location to the local sales office who forwarded to the to the manufacturer. Limited information on the reporter (end user purchase facility) have been provided, no information has been made available for the treating facility. The patient reports they sought medical attention at the emergency room after using contact lenses and were diagnosed with an unspecified fungal infection in the left eye (os). Good faith efforts have been made to obtain further information without success. As of the date of report, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis of fungal infection, lack of supporting medical information, and potential for serious injury associated with ocular infection. Should additional information become available, coopervision will complete additional investigations and submit a follow-up report as appropriate. The details of two different devices were reported to the manufacturer as the patient is using a different device/model for each right and left eye, while the event only occurred in the left eye. Based on the limited information provided, it is currently unknown which reported device is associated with the medical event occurring in the left eye. Please refer to linked manufacture report (B)(6) / 9614392-2024-00041 for associated incident report.